Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor visions valve was chosen for implant using a large flexnav delivery system. They screened the valve prior to entering body. The valve was predilated with a 20mm non-abbott balloon, crossed easily and delivered without issue. The aorta was horizontal and the first implant depth was fraction too high. A partial recapture was done, but 2nd attempt was too low. They decided to fully recapture and re-deployment. The valve would not recapture due to kink and possible intusseption of delivery capsule. The valve could not deployed as they had come across atrioventricular (av). The valve was approximately 70% recaptured but kink prevented capsule coming back. The valve was dragged across transverse arch to descending aorta, snared nose cone and valve to attempt to straighten out capsule, but snaring was failed. They decided to deploy valve in proximal descending aorta and it was successful. T hen they re-snared capsule and successfully straightened out capsule to allow retrieval via left femoral artery (lfa). The lfa was closed with two non-abbott devices. Unfortunately due to a combination of aortic regurgitation and left bundle branch block (lbbb), patient went into low output heart failure and died 24hrs later. The patient was too frail for re-intervention. The physician mentioned the cause of death was heart failure.

Manufacturer narrative:
An event of difficulty recapturing the valve due to kink in valve capsule was reported. The device was returned to abbott for investigation and found the valve capsule was deformed and the inner shaft was kinked which precluded the functional testing. No other anomalies were found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. The exact cause of the reported retraction problem could not be conclusively determined. The cause of the reported valve capsule damage appears to be a cascading effect of the retraction problem. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.